Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was capped and replaced on (B)(6) 2025. The patient was stable.